Manufacturer narrative:
The notification received for the (B)(4) study indicated that one day post implantation of a cypher stent (cxs28300/lot 15247119) in the left anterior descending artery (lad) the patient had a myocardial infarction. The event was medically managed and did not require revascularization. The patient was discharged three days post procedure. The indication for the index procedure was stable angina. The (B)(6) male had a medical history of angina, coronary artery disease, hyperlipidemia, and hypertension. A peri-procedural loading dose of prasugrel was given. The target site was a 90% denovo lesion in the proximal lad. The reference vessel diameter was 3.0 with a lesion length of 25mm. The presence of heavy calcification was indicated without extreme tortuosity. The lesion classification was b2. The lesion was predilated with a noncordis 2.5x20mm balloon at 10 atm. The 3.0x28 cypher stent was implanted at 16 atm with no device delivery performance issues or dissection. The lesion was post dilated per standard procedure with a 2.5x20mm balloon at 17 atm. There was 0% residual stenosis and timi 3. Intraprocedural medication included heparin and integrilin with the highest act 359 seconds. A post procedural adverse event of nonq-wave myocardial infarction was reported as probably related to the index procedure and unrelated to the cypher stent. There was no evidence of stent thrombosis. The event was medically managed and resolved without sequelae. Patient's post procedure medication included aspirin and prasugrel. The stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15247119 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is a known adverse event associated with interventional coronary artery procedures as listed in the instructions for use. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's significant medical history, vessel characteristics and procedural factors may have contributed to the event. With review of the available information and the device history records there is no indication of any device performance or manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The (B)(6) cec minutes from the (B)(4) 2011 meeting, received on (B)(4) 2011 were reviewed, the adjudication status-final report. The committee agrees with the assessment of protocol defined non-q-wave mi and arc peri-procedural, which is consistent with what has been reported. The committee disagrees with protocol and arc thrombosis, which is again consistent with what has been reported. The event of mi has already been captured; however, as reported in the cec minutes, the patient had a non-sustained run of v-tach and hypertension post-procedure, with the hypertension being difficult to control. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The notification received for the (B)(4) study indicated that one day post implantation of a cypher stent (cxs28300/lot 15247119) in the left anterior descending artery (lad) the patient had a myocardial infarction. Additionally, as reported in the cec minutes, the patient had a non-sustained run of v-tach and hypertension post-procedure, with the hypertension being difficult to control. The event was medically managed and did not require revascularization. The patient was discharged three days post procedure. The indication for the index procedure was stable angina. The (B)(6) male had a medical history of angina, coronary artery disease, hyperlipidemia, and hypertension. A peri-procedural loading dose of prasugrel was given. The target site was a 90% denovo lesion in the proximal lad. The reference vessel diameter was 3.0 with a lesion length of 25mm. The presence of heavy calcification was indicated without extreme tortuosity. The lesion classification was b2. The lesion was predilated with a noncordis 2.5x20mm balloon at 10 atm. The 3.0x28 cypher stent was implanted at 16 atm with no device delivery performance issues or dissection. The lesion was post dilated per standard procedure with a 2.5x20mm balloon at 17 atm. There was 0% residual stenosis and timi 3. Intraprocedural medication included heparin and integrilin with the highest act 359 seconds. A post procedural adverse event of nonq-wave myocardial infarction was reported as probably related to the index procedure and unrelated to the cypher stent. There was no evidence of stent thrombosis. The event was medically managed and resolved without sequelae. Patient's post procedure medication included aspirin and prasugrel. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known adverse event associated with interventional coronary artery procedures as listed in the instructions for use. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's significant medical history, vessel characteristics and procedural factors may have contributed to the event. Ventricular tachycardia and hypertension are also known potential adverse events associated with implanting coronary artery stents. Ventricular tachycardia is usually associated with re-perfusion of cardiac tissue associated with the area of stenosis, this area can often be irritable and when blood flow is re-established the irritability can be manifested as ventricular arrhythmias. The hypertension may be associated with the patient's history of hypertension, which may have been exacerbated during the procedure. Review of the information provided suggests that the reported events are related to the inherent risk of the procedure and the patient's medical history. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The (B)(6) male patient was part of (B)(4) study. Patient received a cypher stent in the proximal lad. One day post index procedure the patient experienced a non q-wave myocardial infarction. The event was medically managed and did not require revascularization.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.